Event description:
It was reported that the system shut off on it's own and presence of smoke was noticed in the rear of the unit. No patient involvement or injury was reported.

Manufacturer narrative:
Inspection and analysis of the unit was performed. Engineer found no trace of fire and performed a complete system check. Per engineer the system meets all amo specifications. Placeholder.